Manufacturer narrative:
This report is submitted on october 5, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed recurrent keloid scarring at the abutment site. Subsequently, the patient received injections at the site (medication type not reported); however, the keloids reportedly reoccurred.

Manufacturer narrative:
It was reported that the injections, the patient received at the site were a steroid.